Event description:
Per call received lrom pt. The lead was removed because it was broken and it shocked him for 35 times. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).